Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. The device displayed symptoms of switching on automatically.

Manufacturer narrative:
The sam 300p passed ¿out qat from heartsine technologies on the 15th march 2010. The history log for this device showed that the pad-pak was first installed successfully by the user on the 6th june 2010. Multiple manual power ups of ten minutes duration were observed in the device memory between the 24th october 2017 and the 25th october 2017. The random nature of the events stored in the memory and the 10 minute time outs, would suggest a failing membrane. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure.

Event description:
There was no patient involved. The device displayed symptoms of switching on automatically.